Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: balloon didn't blow up, possible defective seal. Got a new one to correct the issue. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Nothing fell into the pt cavity.